Manufacturer narrative:
P-cap locked properly during testing. Pump received with no response from any buttons, problem isolated to the keypad assembly. Unit was successfully downloaded to thump. The j1 connector on pcb1 was locked properly during visual inspection. Unable to perform self-test and displacement test due to unresponsive buttons. Under microscopic inspection it was noticed that u1 lead number 6 was cracked at solder trace not allowing keypad to communicate with keypad assembly. The following were noted during visual inspection: cracked case on battery side, serial number label missing, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, damaged display window cover, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In summary, keypad anomaly was confirmed due to cracked solder trace to u1 at keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.